Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph and a video of the sample were provided for evaluation. Visual inspection identified an external fluid leakage from the multiconnector of the replacement line post pump. The reported condition was verified. A potential cause of the condition could have been related to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that during priming with one unit of prismaflex st150 set, an external fluid leakage was noted at the interface of the tube. There was no patient involvement. No additional information is available.